Manufacturer narrative:
Additional info: visual and optical examination did not find set screw thread damage. Rod interface witness marks consistent with full tightening. Functional evaluation with sample fas found set screws able to be fully engaged in fas head. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.